Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye for an unknown reason. The replacement lens is a johnson and johnson dcb00 24.0 diopter. No additional information was provided.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2022 - (B)(6) 2022. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.